Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and scratched case. Pending results for the device volume accuracy test.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported that the customer passed away due to a cause unrelated to the insulin pump. The blood glucose reading at the time of passing was unknown. The customer's niece stated that the cause of death was unknown. She stated that the customer had been on insulin pump therapy for months and had been frequently hospitalized due to congestive heart failure and hypoglycemia; however, she stated that she was very certain that the passing had nothing to do with insulin pump therapy. She noted that she had not received the death certificate but reported that he did go into renal failure, which may have been the ultimate cause of death, although she was unsure. She stated that the customer was not wearing the insulin pump at the time of passing, as he had been taken off treatment about 6 weeks prior to his passing, per recommendation by the caller and the customer's doctor. Requested return of the insulin pump for analysis. Nothing further reported.